Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the blade would continuously spin and when surgeon double clicked on the trigger of the device, it stopped. The procedure was completed with the same device with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the drive cable stopped rotation when the trigger was released. However the device did not operate as intended. The blade did expose at both core guard and full position; when the trigger was activated. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.